Event description:
A stryker micro drill was sent in for repair due to overheating. No further info was provided. Upon follow up for additional info, the user facility confirmed no further info was available regarding the event.

Manufacturer narrative:
During quality testing, the customer's complaint was not duplicated; the device did not overheat. However, further investigation revealed corrosion damage to the bearings, the motor and other component parts. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.